Manufacturer narrative:
None of the medications listed for the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained that the results for 1 patient tested on 2 accu-chek inform ii meters did not match the patient¿s clinical picture. The patient was tested on inform ii meter with serial number (B)(4) at 12:12 p.m. And the result was 3.1 mmol/l. The patient was given ribena fruit drink. At 2:10 p.m. The patient was given 2 packets of glucogel and tested on inform ii meter with serial number (B)(4) . The result was 3.3 mmol/l. The patient tested on their own bayer contour meter and the result was 6.2 mmol/l. At 2:45 p.m. The patient was tested again on inform ii meter with serial number (B)(4) and the result was 3.2 mmol/l. The result from the patient¿s own meter at the same time was 7.2 mmol/l. At 2:49 p.m. The patient was tested on inform ii meter with serial number (B)(4) since there didn¿t appear to be much change in the patient results on inform ii meter with serial number (B)(4). The result was 3.0 mmol/l. At 4:13 p.m. The patient was tested again on the inform ii meter with serial number (B)(4) and the result was 3.3 mmol/l. The result from the patient¿s own meter at the same time was 29.8 mmol/l. No adverse event occurred. The patient had no low blood sugar symptoms at the time of the lower results and was sitting up in bed chatting. The results from both inform ii meters did not produce results the customer was expecting based on the patient¿s condition. Quality controls were run on both inform ii meters within 24 hours of the event and the results were acceptable. The same strip lot was used on both meters. The test strips have been requested for investigation.

Manufacturer narrative:
The customer returned 2 vials of test strips with lot 475035. The customer's test strips were tested with a retention inform ii meter and retention controls: control ranges: level 1: 1.7-3.3 mmol/l, level 2: 14.5-19.6 mmol/l. Results: vial#1: level 1: 2.4, 2.4, 2.4 mmol/l, level 2: 16.5, 16.5, 16.7 mmol/l. Vial#2: level 1: 2.4, 2.4, 2.3 mmol/l, level 2: 16.3, 16.5, 16.3 mmol/l. All returned results are within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.